Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a loss of suction at (B)(4) complete of the left eye laser procedure. A second barcode was used to complete the procedure with no patient harm. Additional information requested.

Manufacturer narrative:
Additional information provided. No additional information received. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).